Event description:
The dr meant to extend the unit to 40mm, but it was broken while it was extended to 15mm. The unit was likely to have been received in 1993, but it is not clear how many times it has been used before.